Event description:
It was reported that there was an issue with the surger suppressor circuit board on the 9800 system. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep replaced the workstation surge suppressor pcb. The system operates in intended.